Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two segments; severed 18.5 centimeters from the terminal pin. Visual inspection also noted calcification on lead tip. An x-ray and continuity testing was performed which confirmed no fractures on either segment of the lead. Depending on the amount of calcification prior to explant, the impedance measurement could have been affected.

Event description:
Boston scientific received information that this defibrillation lead was explanted and replaced due to a high pacing impedance measurement. No additional adverse patient effects were reported.